Manufacturer narrative:
A visual and dimensional analysis were performed on the returned device. The reported difficult to advance could not be tested due to the device condition. The reported material separation was confirmed as a tear. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6; device code 1562 removed.

Event description:
Subsequent to the previously filed report, additional information reported that there were no problems with removal of the guide wire. No additional information was provided.

Event description:
It was reported that the procedure was to treat a moderately calcified left superior femoral artery. The ht command guide wire could not be advanced as it experienced high friction when the guidewire reaches the guide catheter. The guide wire beings to get stuck and cannot be rotated. It was noted the polymer jacket separated. Another guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.